Manufacturer narrative:
Integra has completed their internal investigation on 12/29/2015. The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history; results: device history record reviewed for this product ID lot # brwlfsrl004, manufactured on december 9, 2015 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year look back in trackwise for this reported failure and or related to "posterior locating post was no longer locked with the set screw " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: the root cause inadequate lock-tite the set screw was loose.

Event description:
After placing the patient in the hraim by the physician, he realized that the brw posterior locating post was no longer locked with the set screw and could move in the axial direction. There was no patient injury. There was a delay in surgery. Additional information received on (B)(6) 2015 with the following: the (B)(6) male patient underwent deep brain surgery (dbs) lead placement in the left subthalamic nucleus with extension wire tunneling. The surgeon adjusted the sphere to be even and leveled with the other fixed spheres and was able to scan the patient without issue. Surgery delay was reported as 45 minutes; additional wait time under anesthetic in pre-op holding.